Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range (oor) shock impedance measurements. Which was believed to be caused by electromagnetic interference (emi) during measurement. All other shock measurements before and after the oor measurements. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.